Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 540 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have magnetic resonance imaging (MRI). It was noted the patient¿s family had heard the pump alarming intermittently for days and now the patient had increased spasticity to lower extremities and was in the emergency room (ER). This was considered a sudden change in therapy/symptoms. Electromagnetic interference (emi) and magnetic interaction were denied. Pump status and/or event log report ¿motor stall occurred¿ that was active with ¿stopped pump period may exceed tube set.¿ the motor stall occurred (B)(6) 2016 and tube set on (B)(6) 2017. Actions as a result of the call were indicated as the reporting hcp was to follow up with the managing hcp and schedule pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported symptoms of the patient¿s legs started to get ¿drawn up¿, but the hcp stated the patient didn¿t get tremorous. The hcp stated the patient did experience a low grade fever, but the family thought that was due to the bronchitis the patient had. The hcp stated the withdrawal was not that bad and stated the patient had ¿brisk reflexes¿ and some clonus, but was not unstable. The hcp stated the patient¿s mother didn¿t want the pump replaced yesterday and was very upset. The hcp stated today the mother was calling back requesting to know what caused the stall. The hcp called to see the patient in the ER; the pump stopped, and tech support was called. Troubleshooting included telemetry due to symptoms of withdrawal. The etiology of the motor stall was unknown. The pump dose was decreased to 12.3 to avoid spontaneous re-starting of pump and potential for overdose. The patient was started on valium 5 mg and baclofen 10 mg stat orally (or via gastronomy tube) as needed; however, the patient was not in acute withdrawal at that time. It was to be determined when the pump would be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-18. It was reported that the pump was being sent back for analysis. Field action information was reviewed. No further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) and the healthcare professional (hcp) on 2017-sep-2 5. It was reported that the pump was returned to the manufacturer for analysis. The device was explanted on (B)(6) 2017, it was used with/in the patient, there was no patient injury, and the patient was not in a clinical study. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was shaft wear and no lubrication on the pump motor, there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the pump was being replaced today. No further patient complications reported or an ticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The patient's weight at the time of the event was reported. There were no further complications reported/anticipated.